Manufacturer narrative:
The 3max was fractured approximately 40.0 cm from the hub. The 3max was slightly bent approximately 80.0 cm from the hub. Evaluation of the device revealed the 3max was fractured. This damage is likely a result of forcefully manipulating the catheter against resistance. The root cause of resistance could not be determined. Further evaluation revealed the 3max was bent. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician experienced resistance while advancing a 3max through a penumbra system ace 68 reperfusion catheter (ace 68); therefore, the 3max was removed. However, upon removal, the physician noticed that the 3max mid-shaft was fractured and part of the 3max had broken off inside the ace 68. The broken 3max was completely removed by careful retraction from the ace 68. The procedure was completed using the same ace 68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2017-00710. Section g. Box 1. Manufacturer contact title.